Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed for no delivery during the prime. Resistance was noted during the fill of the reservoir. The blood glucose reading was noted as high but the exact number was not given.